Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2024.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018. There are plans to reimplant the patient with a new device; however this has yet to occur as of the date of this report. This report is filed on october 17, 2018.

Manufacturer narrative:
This report is submitted september 12, 2018.

Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal. The patient is scheduled for revision surgery; however, this has not occurred as of the date of this report.